Event description:
A 2.0 mm diameter x 12 mm length sprinter mxii dilatation balloon catheter was pulled for treatment of patient for pre-dilatation of an unknown artery. Vessel morphology is unknown. It was reported that the z component was being wiped down for during prep of the device, when it broke through the docking site. The device has not been returned for evaluation. The patient is reported to be fine and no additional clinical sequelae were reported.